Manufacturer narrative:
(B) (4).

Event description:
Procedure: low anterior resection. According to the reporter: the surgeon placed the instrument cross the rectum. The tip of the instrument could be seen. The surgeon closed the instrument. The first and second cycling of the instrument occurred without incident. The third cycling did cut but didn't staple properly. The last cycle also occurred without incident. The surgeon applied another sulu to close the leakage and the same problem occurred. Then, the surgeon used another sulu to close the rectum stump. The anastomosis was not acceptable and the surgeon converted to an open procedure, leaving the pt with a stoma. Reportedly, a subsequent surgical procedure was performed. The pt was last reported as recovering in ICU.